Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose while using an infusion set (23 in, 6 mm) with the ilet, and the caregiver inquired about changing the infusion site; troubleshooting and education were provided to monitor overnight and consider a site change if glucose remained elevated. Symptoms included hyperglycemia with a reported peak of 196 mg/dl and approximately 2 hours above range without ketone testing. Outcomes included no use of backup therapy, no medical intervention, and no immediate health effects. Investigation included technical support review and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was non-serious and resolved without clinical intervention.